Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Implant date is unknown. (B)(6). A device history record review was requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that an explant surgery was performed for gonarthrosis on the lateral side of the proximal tibia on (B)(6) 2018. Complaint for revision surgery issue is reported in (B)(4). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Part: 440.853s; lot: 9472700; manufacturing location: (B)(4); release to warehouse date: may 18, 2015; expiry date: 0may 1, 2025; lot 9472700 was manufactured from raw material lot 17989. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Investigation selection investigation site: (B)(4); selected flow: 7. Adverse event (no reported product problem) visual inspection: the returned locking screw is still jammed in one of the proximal plate holes of the tomofix¿ tibial head plate. The visual inspection found no product issues that could have contributed to the clinical finding (gonarthrosis). Summary: this complaint was entered to capture the revision surgery due to gonarthrosis (osteoarthritis of the knee). No product issues that could have contributed to this clinical finding were found. During removal surgery, one locking screw was found to be jammed with in the tomofix¿ tibial head plate. This occurrence was investigated within (B)(4). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.